Event description:
It was reported that the customer's blood glucose level was 74 mg/dl and his sensor glucose level was 40 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range. Standard troubleshooting was performed. The customer stated he had received calibration errors, lost sensor alerts, and change sensor alerts from his sensor. The customer was advised to change his sensor. The customer was sent a replacement sensor. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that the sensor failed per specifications due to high readings.